Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. A revision surgery for a tympanoplasty is planned, but has not yet occurred as of the date of this report. The implanted device remains.